Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in germany, this was a case involving a 23mm sapien 3 transcatheter heart valve. Bav was performed. During valve deployment, the commander delivery system balloon burst. No further information was available.

Manufacturer narrative:
Updated h6-type of investigation, investigation findings. Corrected h6- investigation conclusions. The returned device was fully evaluated, and the following was observed. The delivery system has a kink in the flex shaft due to packing. Balloon burst was confirmed. There was a longitudinal tear burst with no missing balloon material. The inflation balloon single wall thickness was measured along the edges of the burst location. All measurements met specification. The complaint for balloon burst was confirmed by visual inspection of the returned device. No manufacturing non-conformances were identified during the evaluation. A review of the DHR, complaint history, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. This event reports a balloon burst during thv deployment that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Therefore, it is not included in the risk management file. Edwards continues to monitor complaint history on a monthly basis. Therefore, the review of risk management file is complete, and no further action is required. As reported, "during procedure the commander delivery balloon burst during the deployment of the 26mm thv valve in the last third of inflation." Patient anatomy was not provided. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, potential calcified nodules and or over-inflation of the balloon can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. However, due to limited information a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.